Manufacturer narrative:
G4:02mar2021. B4:13mar2021. It was reported to philips that the touchscreen was not responsive at all, and was not able to calibrate it. The philips field service engineer (fse) confirmed the reported issue and replaced the touchscreen. The touchscreen was calibrated and the system fully met specifications and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The touchscreen assembly was returned to failure investigation. All electrical testing was in the specification; there were intermittent unresponsive regions on the touchscreen. The failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported to philips that the v60 system is unable to calibrate. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.